Manufacturer narrative:
(B)(4). No product has been returned to assist in this investigation. The integrity of this device is ensured during final inspection by the quality control personnel, who confirms the correct proximal fittings and that the flare is caught securely in cap assembly. In addition, it is verified that the sheath does not rotate and that the sheath continues into the cap. A review of the device history record indicates the mfg date of this device was after a change request, implemented on june 27, 2008, regarding the use of a new tool and equipment for tightening of check-flo and adapter to cap. While this change is intended to reduce the occurrence of the material separating from the proximal fitting, we are aware of the potential possibility for this failure mode and will continue to check for these complaints. The appropriate internal personnel have been notified of this complaint and we are continuing our monitoring of similar occurrences.

Event description:
Info was provided to the cook sales area representative that while they were finishing up the pt and removing the sheath after a procedure, the hub detached from the body of the sheath, as the physician pulled on the hub of the sheath. This led to some pt bleeding, but not much. The pt did not experience any adverse effects due to this observation.